Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an inguinal hernia. A bard/davol marlex, reference number 0112720, lot number hutb0750 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair recurrent inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an inguinal hernia. A bard/davol marlex, reference number (B)(4) , lot number hutb0750 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair recurrent inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information: on (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of two bard flat meshes (device #1 & device #2). Per operative notes, "a small hole had been made in the right side inadvertently. The left side was then dissected in a similar fashion, dissecting the peritoneum away in the preperitoneal space and we were able to clearly identify the cord structure on the left side, reducing an indirect inguinal hernia and ensuring that the peritoneal reflection was below the location of where mesh will be placed. A piece of bard mesh (device #1) was then placed and tacked to the cooper's ligament. A small additional piece of mesh (device #1) was folded over the left mesh at the site where the cord passed through the mesh secondary to the fact that the mesh at this location appeared to be slightly lax around the cord." (Note, another bard flat mesh (device #2) was also implanted on the right side, but there was mentioning in implant operative notes) on (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of bard mesh pre-shaped with keyhole (device #3). Per operative notes, "we dissected the cord structures itself ensuring that there was no evidence of an indirect inguinal hernia. We then proceeded with obtaining a precut piece of keyhole mesh and secured it to the pubic tubercle.¿ (note, there was no mention of the previous meshes (device #1 & device #2) attorney alleges that the patient had adhesions, hernia recurrence, nerve damage, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum #1: based on the available information, there is no change to the initial determination, no conclusions can be made. Per the medical record review, about 6 years 3 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence thereby underwent repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to correct the event description. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of an inguinal hernia. A bard/davol marlex, reference number 0112720, lot number hutb0750 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair recurrent inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information: (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of bard flat mesh (device #1). Per operative notes, "a small hole had been made in the right side inadvertently which caused some difficulty. Then, left side was then dissected in a similar fashion, dissecting the peritoneum away in the preperitoneal space and we were able to clearly identify the cord structure on the left side, reducing an indirect inguinal hernia and ensuring that the peritoneal reflection was below the location of where mesh will be placed. A two pieces of bard mesh (device #1) were cut and then placed, tacked to the cooper's ligament. A small additional piece of mesh was folded over the left mesh at the site where the cord passed through the mesh secondary to the fact that the mesh at this location appeared to be slightly lax around the cord.¿ (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of bard mesh pre-shaped with keyhole (device #2). Per operative notes, "we dissected the cord structures itself ensuring that there was no evidence of an indirect inguinal hernia. We then proceeded with obtaining a precut piece of keyhole mesh (device #2) and secured it to the pubic tubercle.¿ (note, there was no mention/visualization of the previously placed meshes (device #1) in op notes) attorney alleges that the patient had adhesions, hernia recurrence, nerve damage, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per the medical record review, about 6 years 3 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence thereby underwent repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.